Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the pe valve was leaking. Additional malfunctions include the inlet filer was dirty, the power switch for the control had a short circuit, the zip ties for the pe valve were replaced, and the hose clamp for the pe valve was replaced.